Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of left hip due to pain and hypertrophic bone formation/ trunninosis.

Manufacturer narrative:
An event regarding trunnionosis involving an accolade stem was reported. An event for disassociation was confirmed based on the analysis of the returned device. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "All surfaces of the trunnion exhibited damage, consistent with an interaction with the co cr head. Material damage was observed at the inferior neck area consistent with cyclic contact with the distal edge of the cup. The cup was not returned for analysis." The mar concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with cup. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and additional x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Revision of left hip due to pain and hypertrophic bone formation/ trunnionosis.